Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. The device was tested for upstream occlusion detection and it passed. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of range and failed to calibrate. The ultrasonic sensor is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.